Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10110. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm floppy rotawire¿ and 1.50mm rotablator rotalink plus were selected for use. During the procedure, ablation was performed four times using the 1.5mm burr. Rotation speed was decreased by 4000rpm at maximum and each ablation was performed for approximately twenty seconds. After performing ablation, the burr was removed to check the vessel, however, the rotawire came out with the burr unexpectedly. The bur and wire could bot be separated and resistance was met. It was also noted that the tip of the wire was stretched. The procedure was completed with another rotawire and a 1.75mm burr. No patient complications were reported and the patients' condition was good.